Event description:
The customer reported that samples were incorrectly typed for abo group and rh(d) type with erytype s abd+rev.a1, b on tango optimo. In a second run on tango optimo the patients were typed correctly. The customer described a sort of frameshift in assignment of bloodgroup results to the corresponding sample ids . Three out of four results were claimed to be incorrect. The customer returned 11 patient samples for investigational testing, but none of the supposedly defective product was returned. The returned patient samples were very hemolytic. The customer also returned the reagent red blood cells for reverse grouping. Because these reagent red blood cells had completely leaked they could not be used for testing. Our quality control laboratory tested the hemolytic patient samples with the retained sample of erytype s abd+rev. A1, b. Due to the hemolysis some samples could not be processed and evaluated on tango optimo. But all samples which could be processed and evaluated showed correct (B)(6) results. The retained sample was also tested with four different controls. All (B)(6) reactions were correct. We did not observe any (B)(6). Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was also inspected. A review of the tango optimo's event log revealed that the actual location and order of the blood samples on the system differed from the information in the problem description (may indicate translocation of sample tubes). The majority of barcode information was entered manually via keyboard or handheld scanner. In depth logfile analysis confirmed the correct pipetting and processing of all samples that were started together with the samples in question. Furthermore the operator did not follow the recommended procedure for manual entry of sample ids as described in the user manual (v3.2 page c-30; v3.3 page c-29), but left the sample rack on board for editing instead of removing it. There is no indication for any instrument malfunction or performance issue of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident